Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention to replace their ipg due to end of life. Effective therapy was reported post operation.